Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). No samples were returned for evaluation. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. The customer reported air in line during blood collection. This is an off-label use of the product. The label on the container and the IFU both state "not a blood collection device". Additionally the IFU indicates to "check the bottle for cracks or other damage" as cracks could compromise vacuum functionality.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air filled the IV tubing toward the patient instead of pulling out blood into the bottle. Air in tubing did not reach the patient. It was immediately clamped. The patient was not harmed.